Event description:
The pt reportedly experienced intermittency and headaches with use of the device. During testing, the device could not maintain lock. It was confirmed that the device is not functioning. The pt will pursue device revision surgery.